Event description:
A thermal lesion procedure was cancelled because radiofrequency energy could not be delivered. Following sensory testing the generator was adjusted to 1 amp and no power was observed. The connector and grounding pad were replaced and the separate ports were attempted with no resolution. The procedure was canceled and completed a week later with a replacement generator. There were no adverse consequences to the patient.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported power issue was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported power issue and subsequent cancelation were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.